Event description:
Pt admitted for redo tricuspid valve repair . Pt returned to the cardiovascular recovery area in satisfactory condition. It was determined that there had been a pacemaker lead migration and they underwent the insertion of a new pacemaker lead. With pt in the supine position, the left pectoral area was prepped. 2% lidocaine was infused into the subcutaneous space beneath the old incision. The incision was then opened and the pacemaker was explanted. The v lead was then disconnected and this was mobilized and it was apparently within a fibrous tract within the subclavian vein because the operator could not advance the lead as it was pulled back. The lead was pulled back all the way and a new lead was then placed. This was positioned in the right ventricle. A threshold at the level of 1.8 volts was found. It was secured in place with a helical screw and connected back to the pacemaker. The pacemaker was implanted in the old pocket. Inspection of the ventricular lead revealed apparent fracture.